Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter splits and tears were found in the catheter. There was no report of patient impact. The following information was provided by the initial reporter: catheters being deployed with splits/tears in the catheters.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1710034-2022-00117 was sent in error. Is void as a result.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter splits and tears were found in the catheter. There was no report of patient impact. The following information was provided by the initial reporter: catheters being deployed with splits/tears in the catheters.